Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery on (B)(6) 2018.